Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Customers blood glucose level displayed "high" and was resolved by manual injection. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.